Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/14/2021 h.6. Investigation: one photo and two samples with sealed packaging were received by our quality team for evaluation. One sample was not manufactured at the tuas manufacturing plant. From the photo and the sample, stopper poor assembly was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the sample, the team observed poor assembly between the stopper and the plunger. The probable root cause could be that the stopper was not properly seated on the lower tooling resulting in the nonconformance. There is a vision system at the assembly machine which can detect and auto-reject such nonconformances. The returned sample was challenged at the assembly vision system and was able to be rejected at the 180-degree point of view. Therefore, the nonconformance could have been escapees resulting it to flow to the next process.

Event description:
It was reported when using the bd luer-lok¿ syringe the stopper was defective/deformed. The following information was provided by the initial reporter. The customer stated: "the device was found to have distorted rubber on its plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ syringe the stopper was defective/deformed. The following information was provided by the initial reporter. The customer stated: "the device was found to have distorted rubber on its plunger."